Manufacturer narrative:
Batch review performed on (B)(6) 2024. Lot 2308758: (B)(4) items manufactured and released on 02-jun-2023. Expiration date: 2028-05-16. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review.

Event description:
At about 7 months after primary, the patient came in reporting instability and the cause is unknown. The surgeon revised the insert (11mm) with a thicker one (17mm) and the surgery was completed successfully.